Event description:
It was reported that a device alarmed for door not fully latched alarms. Thee was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed that the door not fully latched alarms were caused by a loose upper link screw. The condition was eliminated during evaluation by adjusting the screw with the door performing as expected. The loose link screws were replaced.